Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/18/2016, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 408 mg/dl with nausea and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended and prime menu accessed. The bolus totals matched the patient¿s programmed settings and were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Cts determined that miscounting carbohydrates contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/09/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.